Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their lower aligner is flaring out at the bottom and cutting into their lower lip. Provided fit tips for fit issues and educated on minor air gaps in aligners and addressed cutting issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.